Manufacturer narrative:
E1: phone number extension (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Upon power up, the pump was alarming error code 42221. There was a lot of contamination found at downstream occlusion (dso) sensor and latch/lock area. Additionally, the latch/lock mechanism was not working as it was hard to open and close latch. The exact cause of the reported issue is unknown. The dso sensor was replaced, along with the main board, latch/lock flex sensor, display, lens, and display flex. After repairs, the pump passed all testing.

Event description:
It was reported that there was an error code alarm, and the screen was not working. The device was returned, and evaluation revealed the pump showed error code 42221 on power up. There was unknown patient involvement. No patient harm/adverse event was reported.